Event description:
The complaint received states that during a study procedure, the patient developed hypoperfusion and post procedure, developed a stroke. This patient with unknown medical history underwent pta of the left internal carotid artery that was described as non-calcified, non-tortuous and 87% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated with an unknown balloon. One precise stent was implanted and post-dilated with an unknown balloon; however, after the stent implantation, the blood flow through the target lesion slowed. The patient became restless during the hypoperfusion event. Debris and blood was aspirated using an asprey catheter and the blood flow returned to normal. After the procedure was done, the patient developed aspasia and right side paralysis, this was diagnosed as an ischemic stroke. Edaravone, dextran and ozagrel sodium were administered for the stroke. Cerebral infarction was confirmed on the ipsilateral side by MRI. According to the physician, the debris might have gone through the filter basket and led to the stroke. The patient has recovered from the symptoms of the stroke and is discharged from the hospital now. No device is available for analysis.

Manufacturer narrative:
The product was not return for analysis. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report #1016427-2009-00092.